Event description:
It was alleged that a male pt rec'd a third degree burn on his thigh after undergoing a tibial nailing procedure. The size of the burn was not indicated. It was stated that the pt was treated on the floor and after release from the hosp returned with an infection at the burn site. Subsequent treatment included plastic surgery.